Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 13-dec-2016, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke to the customer and found the substrate was too old. The customer made a new substrate and decontaminated the substrate flow path. All errors cleared and the aia-600ii instrument is operational. No further action is required by field service. The most probable cause of the reported event was due to old substrate.

Event description:
On (B)(6) 2016, a customer reported dl errors and the substrate replacement was incomplete with the aia-600ii analyzer. The controls were high for the e2. The customer made fresh substrate and controls then ran a daily check but the error persisted. The customer is unable to run e2 patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting e2 patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.